Manufacturer narrative:
(B)(4). Physio-control requested that the customer contact physio-control with the device, so that additional troubleshooting could be performed. No further communications have been received by physio-control. A clinical review of the reported failure was performed; however, it was determined that there was insufficient data to determine the impact of the device use on the outcome of the patient. No record of the patient's ECG rhythm was provided to determine if a defibrillation shock was required. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported that the device did not deliver a shock during a resuscitation attempt and the patient did not survive the event. It was also indicated that the patient was most likely in a rhythm of asystole before the rescue attempt. There was no further information on the patient, the device or the event provided.